Event description:
It was reported that during a stenting procedure of the sma (superior mesenteric artery), the stent came off of the balloon during the procedure. The system was removed and the procedure was completed with new device. There was no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk.